Event description:
It was reported that the camera head had a bad image quality issue during the procedure (unspecified procedure). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields:h2, h3, h4, h6 and h10. The returned device was evaluated and the customer allegation was not confirmed. The device history record review found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a bad image quality issue during the procedure (unspecified procedure). There were no reports of patient harm.